Event description:
The patient underwent xenmatrix implant during open procedure. The graft was placed using a bridge technique. According to the surgeon, at the time of implant, he suspected the patient would require additional surgical intervention as the patient had issues with their host tissue. The surgeon reported the outcome was related to the patient's co-morbidities and tissue. At an unknown subsequent date, the patient underwent a 'redo' procedure where the xenmatrix was explanted and another piece of xenmatrix was implanted.

Manufacturer narrative:
Report indicates that the patient had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event. The surgeon, at the time of implant, suspected that the patient would require additional surgical intervention as the patient had issues with the host tissue. The surgeon reported the outcome was related to the patient's co-morbidities and tissue.